Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that the oral-b toothbrush heads broke and became loose after about 3-4 weeks of use. No injury was reported.